Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented with an implantable cardioverter defibrillator that was far r-wave oversensing. It was unknown if any programming changed were completed or how the issues was first observed. There were no patient consequences.